Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the rep was in the middle of a "full implant" case and they were getting impedances >4k ohms at electrode 1 and all combinations (except case). The rep stated the battery was removed and re-seated in the pocket, the lead tip was visible in the header block, a gentle tug was done to confirm secure lead placement, and positive bellows were seen with j-hook. The rep ran impedance checks with each adjustment. One test yielded appropriate impedances at electrode 1 with contact 3. Retesting showed impedances at electrode 1 with all contacts showing >4k ohms. It was reviewed with the rep that there could be potential emi and the rep could re-evaluate in the post-op setting, or have that lead explanted and sent back for analysis. The rep had the surgeon on speaker and the surgeon stated they didn't want to risk poor lead placement if they attempted a new lead, so they would plan to keep the lead program around electrode 1 for now. Additional information was received from the rep on 2025-feb-25. The rep stated the surgeon kept the same original equipment. The rep stated they tested impedances post-operation and still had all combos with electrode 1 (excluding case) above 4000. However, when they went through programs 1-4, the patient was feeling all of them in the low buttock/ pelvic floor between 0.5 and 0.7.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the impedances >4k ohms at electrode 1 and all combinations (except case) was unknown. No steps were taken to resolve this issue, device and lead were placed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative. It was reported that the mdt rep had not seen the patient since implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that it was unknown if the issue was resolved.